Event description:
Medwatch report states: this is a (B)(6) male with a history of a depuy asr left hip system implant on (B)(6) 2006. (B)(6) 2010: patient presented and stated he has not been able to walk since the 2006 surgery due to weakness and lateral hip pain. He stated that he had x-rays on the hip and was told of possible loosening. Patient elected to pursue a revision total left hip arthroplasty on (B)(6) 2011. Relevant tests/laboratory data, including dates: (B)(6) 2010: hip x-ray showed slightly increased periprosthetic lucency surrounding the femoral component which may lead to loosening. (B)(6) 2010: bone scan showed diffuse moderately increased radiotracer activity, which correlates with the left of the left hip x-ray from (B)(6) 2010 and is suggestive of prosthetic loosening. **update** 01/06/2012 - litigation papers received. Added patient's first name and middle initial. Litigation alleges that there were elevated metal ions in patient's system - made the cup and head reportable. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.